Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2010-03714 and MFR. Report # 3005099803-2010-03715). It was reported to boston scientific corporation that an autotome sphincterotome and dreamtome sphincterotome were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, while bowing the autotome to perform a spincterotomy, the cut wire snapped; no part of the cut wire fell into the patient. The autotome was removed and the dreamtome was obtained. When the dreamtome exited the scope, it was noted, that the blue tip was peeling and frayed. The procedure was completed with another dreamtome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was broken and the broken ends of the cutting wire appeared burnt/blackened. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. Further analysis of the cutting wire found it broke at approximately 16 mm from the distal pierce hole. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cut wire snapped. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2010-03714 and MFR. Report # 3005099803-2010-03715). It was reported to boston scientific corporation that an autotome sphincterotome and dreamtome sphincterotome were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, while bowing the autotome to perform a sphincterotomy, the cut wire snapped; no part of the cut wire fell into the patient. The autotome was removed and the dreamtome was obtained. When the dreamtome exited the scope, it was noted, that the blue tip was peeling and frayed. The procedure was completed with another dreamtome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.